Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device al3031 number, and no non-conformances were identified.

Event description:
It was reported that the patient underwent an unknown rectal procedure on (B)(6) 2019 and suture was used. The needle broke during use on the anal border. The broken piece was removed during the procedure. There were no adverse patient consequences reported.